Event description:
Patient reported "suffer from various eczemas and an additional atopic dermatitis on my body. Both the breast surgeon and the dermatologist cannot rule out the connection between the silicone leaking in the body and the skin reaction in the form of eczema. In addition, the current condition of breast is unaesthetic and very far from the result I was striving for through breast augmentation¿. Patient representative reported "rupture of the right implant with elevation silicone leakage in the surrounding tissue", "two small siliconomes". This record is for the right side. The device was explanted and won´t be returned. Treatment: device removal, capsulotomy, partly capsulectomy.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma (siliconomes).

Event description:
Patient reported "suffer from various eczemas and an additional atopic dermatitis on my body. Both the breast surgeon and the dermatologist cannot rule out the connection between the silicone leaking in the body and the skin reaction in the form of eczema. In addition, the current condition of breast is unaesthetic and very far from the result I was striving for through breast augmentation¿. Patient representative reported "rupture of the right implant with elevation silicone leakage in the surrounding tissue", "two small siliconomes". This record is for the right side. The device was explanted. Treatment: device removal, capsulotomy, partly capsulectomy.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.